Event description:
A report was received that a pt is experiencing charging difficulties. A bsn rep determined that the pt's ipg would need to be replaced. The physician replaced the pt's ipg and the pt was reportedly doing well.